Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to normal battery depletion. Upon receipt at guidant's reliability assurance laboratory, preliminary engineering calculations indicated that the device fell short of longevity expectations, provided actual clinical use.